Event description:
The surgeon was preparing to implant the valve in the aortic position. He noticed the valve has been placed on the disposable valve holder in a position reversed from normal. The physician removed the valve from the holder, reversed it to the correct position and implanted the valve correctly. Patient recovered without adverse effect.